Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/20/2016. The fse found a crack in isoton manifold mf11. He replaced manifold mf11 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a blue fluid leak of 20 ml from a coulter lh 500 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face/eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.